Event description:
It was reported that during a right knee anterior cruciate ligament fracture, after pre-drilling at the proximal end of the tibia, knock into the tendon with a hammer to fix the anchor timing, the nail was pulled out of the handle, the core of the needle was bent and in order to straighten the needle core, it broke. Then try to hit the nail directly with the handle, and the nail bursts from the middle. The pieces were removed from the patient with tweezers. There was a surgical delay greater than 30 minutes. A backup device was used to complete the surgery.

Manufacturer narrative:
One 72202902 footprint ultra pk 5.5mm suture anchor device returned. The complaint stated: ¿the nail was pulled out of the handle, the core of the needle was bent and in order to straighten the needle core, it broke.¿ the anchor was returned. Suture was not returned. The suture threader was returned. The torque limiter is functional. Audible click is heard upon rotation. The inner shaft was snapped from force. The anchor was fractured from lateral torque where the inserter and anchor seat together. The conditions are consistent with loss of axial alignment.